Manufacturer narrative:
Device evaluation: visual inspection showed no outward signs of any damage or assembly errors. The customer provided photos showing evidence of air bubbles. Reason for return was visually confirmed by the photos provided by the customer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a fusion cardiotomy venous reservoir, it was reported that the pre-oxygenator blood coming into the reservoir was full of bubbles. The filter defoamer that is supposed to break up the bubbles didn't seem to be working. The perfusionist did not receive an alarm. The physician had to dilute the patient more than usual in order to keep the reservoir full and the bubbles away from the patient. See attached photos. Use of the device was unspecified. Medtronic received additional information that the bubbles were coming from the cardiotomy reservoir. Bubbles became progressively worse as the case went on. The customer tried to open the recirculation line and it made the situation worse. When the recirculation line was opened, the blood was backing up in the cardiotomy and the leaked from leurs. It also backed up into the line would have been the lv vent which was not in use as this was a coronary artery bypass graft (CABG). There was no air observed in the venous line. There were no drainage problems when bypass was initiated and there were no events that could have led to a problem with cannulation. The venous cannula was a triple 29. The venous line was never obstructed. The only implements on the venous line was a biotrend sensor and post sensor was the manifold outgoing line. There was vavd set to 25-40mmhg. The customer tried to adjust and see if there was any change but there was none. There was a root vent running. After cardioplegia, it was run in the 500¿s. Once the root was emptied, it ran around 100. There was a sucker that ran around 900. There was no lv vent inserted or run. The purge line on the oxygenator was run open continuously. It was attached to a stopcock on a leur that was on the cardiotomy. There was also a purge line for the quest mps system that was attached to the cardiotomy. It was not running during the case. To prevent any patient injury, the patient was diluted with crystalloid to raise the bubbles out of the vortexing zone and blood was utilized to return the h/h (hemoglobin/hematocrit) to acceptable level. The act was sustained at a level above 480 for the entire case and there were no glues or biologic hemostastasis agents used at the field prior to any of the events occurring. A second perfusionist tried to troubleshoot the I ssue as well but no resolution was made. Medtronic received additional information that during bypass an additional 1300ml of crystalloid was given. The customer would attribute approximately 1000ml of the volume to the issue with bubbles. The fluid composition was plasmalyte. Patient h/h (hemoglobin/hematocrit) dropped to 20/6.8. The customer believes blood was given after bypass. Medtronic received additional information that there was an estimated blood loss of 896ml for the procedure. User cannot say with any certainty that this is due to the device issue.